Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges infusion set cannula came out of customer's body. On follow up customer reported the adhesive of the cannula was falling off of her. No adverse event reported. Infusion set cannula has been discarded; no product will be returned.